Event description:
It was reported that during a procedure using the ambient super multivac 50 ifs, the tip of the wand detached after 5 minutes of use. The tip was able to be easily retrieved using forceps. The procedure was completed using a backup wand. There was no significant delay or pt complications reported as a result of this event.